Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The biomedical technician indicated he was unaware of any alarms from the cycler, when the leak began, or the source of the leak. The cassette used at the time of the event was discarded. It was reported that there was fluid within the cycler. The biomedical technician was advised to discontinue the use of the cycler. A new cycler was issued to the customer. Upon follow up, the biomed technician reported that he was not present when the issue occurred and the details he reported were noted on the cycler that was delivered to his office. He confirmed that the notes did not include patient details nor indicate any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The facility has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. There are no further details available regarding the event or the patient receiving treatment at the time. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and passed. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 26-jan-2016. The mushroom head check passed during that investigation on 28-jan-2016. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.